Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified specialty therapy device leaked from the bung. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: upon further investigation of the returned sample. It was determined that the device malfunction is related to a ¿red bung¿ which is a non-baxter component; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.